Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the guide wire was not able to pass through the sheath and got stuck in between. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the guide wire was not able to pass through the sheath and got stuck in between. There was no patient harm or adverse event reported.